Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient had an episode of ventricular fibrillation and died. It was further reported the physician felt the rate adaptive a-v feature on the device provided a ventricular pacing pulse on the t- wave which may have resulted in the arrhythmia.

Manufacturer narrative:
Product event summary:the device was not returned; however, analysis of the device memory was performed and no anomalies were found.